Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.7cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that noise was observed on pace/sense portion of lead. Fluoroscopy revealed externalized conductor. The lead was explanted and replaced. The patent condition was stable.